Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
Customer complaint of premature battery depletion was not confirmed. The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image and session records indicated device operated in high pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly with device reaching elective replacement indicator (eri) level during lab analysis. Assessment of total projected longevity was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.